Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "upper left corner of the screen doesn¿t always function." Additionally, it was reported the "charge port is iffy." Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.